Event description:
Customer reportedly received results of 116 mg/dl and 260 mg/dl within 10 minutes on the active system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.